Event description:
It was reported that the lead integrity alert triggered due to high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed. A resistance/impedance increase was noted. The weekly high voltage-lead impedance trend data shows an abrupt increase for maximum defibrillator active can on impedance and maximum superior vena cava defibrillator impedance equal to 69 to 254 ohms peak between (B)(6) 2012. The full lead was returned and analysis found that the defibrillator conductor was fractured. The connector was returned with a visible arch-shape to it. There was blood/body fluid on the outer tubing overlay and it had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.